Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, stomach pain, and diarrhea. The cause of peritonitis was unknown. On an unspecified date in the same year as the onset, the patient was hospitalized for the event. On the same day as the onset, the patient was treated with cloxacillin and ceftazidime (250mg each, 4 times a day each, intraperitoneally, for 10 days) for peritonitis. At the time of this report, the patient was still hospitalized. On an unspecified date in the same year, pd therapy was discontinued and the patient was switched to hemodialysis (hd). The patient¿s outcome was not reported. No additional information is available.